Event description:
The fe reported that the sys locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. As a precaution, the workstation keyboard was replaced. The sys was tested and found to be working as intended and put back into service.